Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found to be fractured during a device change out. At this time the lead was cut and capped. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory a thorough analysis was completed and reviewed. Analysis found that the lead was severed and there was a tear in the insulation. The insulation tear was attributed to an initial puncture hole.